Manufacturer narrative:
During further investigation (fi), a visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The mc pcba was installed in an fi test ventilator. An attempt to power up the test ventilator from ac and deliver breaths failed. Though the ac led indicator turned on, the test ventilator went ¿vent inop¿ and displayed error code 1007. A check of the diagnostic log revealed error codes: 110e, 110f, 111b, 1007, 1104, 1105, 1106, 1107, 1110, 1113, 1115, 1118 and 1127. During debugging u28 pins 1 (1b) and pin 2 (1a) were found internal shorted to pin 8 on the mc pcba. The u28 was replaced on the mc pcba. The mc pcba was reinstalled in the fi test ventilator. The test ventilator was powered up into normal ventilation mode and delivered breaths, the ac led indicator turned on and no error codes were displayed. A review of the diagnostic log revealed no error codes. The ventilator operated for two hours during which time post was executed 25 times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The u28 pins 1 (1b) and pin 2 (1a) internal shorted to pin 8 (gnd) on the motor controller pcba created the 1007 error code vent inop.

Manufacturer narrative:
Device serial number is unknown. (B)(6).

Event description:
The customer reported a vent inop error code, machine and proximal pressure sensors failed as they were checking the device upon delivery. There was no patient involvement.